Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: a review of the black box showed the pump total daily dose added up correctly with the basal program and bolus history. The pump passed all required testing for delivery accuracy. No defects were found to the pump at the time of testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018, stating they believed the pump was not working right, but would not provide any further information and refused to troubleshoot the pump with animas customer support. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because a vague allegation of the pump not functioning properly was made. If additional information becomes available, this complaint will be updated accordingly.